Event description:
A home patient reported that when the hp dissconnected from the homechoice machine to use the restroom the easy lock cap fell off. The patient returned to therapy and reconnected to the homechoice machine. Per the patient no patient injury or medical intervention was associated with this incident.